Manufacturer narrative:
The reported complaint was non-verifiable as no product was returned. Multiple diligence attempts for part return were unsuccessful therefore further evaluation and root cause analysis could not be performed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), all of the blood parameter monitor (bpm) values drifted. As mitigation, the bpm was recalibrated multiple times throughout the remainder of the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Event description:
Per clinical review on 23-aug-2023, the team at the user facility, experienced a problem with the blood parameter monitor (bpm) during cardiopulmonary bypass whereby all parameters were drifting during the case, requiring constant recalibrations. There was no change out, no delay, no blood loss, and the procedure was completed successfully. There are multiple possible causes for this type of inaccuracy behavior, such as the shunt sensor being exposed to intravascular dyes, extreme ph in the prime solution, or air for an extended period of time.